Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that the low flow alarms were caused by the patient¿s hypovolemia. A specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The system controller log file contained data from (B)(6) 2021 09:15:07 through (B)(6) 2022 00:30:16, per the timestamps. Intermittent low flow hazard alarms were captured on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.0 - 2.4 lpm. These events did not appear to be associated with elevations in pump power or pi events. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. It was reported that the hmii lvas, serial number (B)(6), would not be returned for evaluation. The heartmate ii lvas IFU, rev. H and the hmii patient handbook, rev. G are currently available. Section 1 of this IFU lists potential adverse events including bleeding, infection (local, driveline, and pump pocket), respiratory failure, and death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 of the IFU lists hypovolemia as a potential risk and adverse event. This section also lists hypovolemia and infection as potential late postimplant complications. Several sections of the IFU and patient handbook contain care instructions for preventing infection as well as suggested responses in the event of infection. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Additionally, several sections of the IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. The patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016 via order number (B)(4). Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having a bleeding issue on (B)(6) 2022. The site of bleeding was identified to be a hematoma to the right chest. Bleeding resolved with a high flow nasal cannula and a chest tube. Log file review captured low flow hazard alarms between (B)(6) 2021 which was attributed to hypovolemia. The patient developed acute hypoxic respiratory failure and the family withdrew care on (B)(6) 2022. The patient passed away from pneumonia. The death was not device related and the device was not returned.

Event description:
It was reported that the patient was having a bleeding issue on (B)(6) 2022. The site of bleeding was identified to be a hematoma to the right chest. Bleeding resolved with a high flow nasal cannula and a chest tube. Log file review captured low flow hazard alarms between (B)(6) 2021 and (B)(6) 2021 which was attributed to hypovolemia. The patient developed acute hypoxic respiratory failure and the family withdrew care on (B)(6) 2022. The patient passed away from pneumonia. The death was not device related and the device was not returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.